Manufacturer narrative:
Evaluation summary: holographic inspection did not reveal any disbonded areas. Based on the investigation, it appears as though the bond between the tm pad and the tivanium substrate was sufficient. Based on the information available, the revision appears to be for pain and loosening that were caused by the patient's fall. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the patient was revised for loosening and pain after falling off his bike.